Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was damaged with moisture visible inside. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: on investigation, the battery compartment was cracked with evidence of moisture corrosion in the battery compartment. Leak testing confirmed moisture ingress at the site of the battery compartment crack. The returned battery cap was intact, without damage and able to fit securely to the pump. The pump was unable to power up and was completely unresponsive due moisture corrosion. The reported ¿power¿ complaint was duplicated. Further moisture ingress was found in the pump¿s interior compartment affecting the continuous glucose monitoring module.